Manufacturer narrative:
(B)(6).

Event description:
It was reported that the procedure was cancelled. A rotablator rotational atherectomy system was selected for use. During preparation, it was noted that the connector of the pedal was leaking gas. The procedure was not completed due to this event. No patient complications were reported and patient was stable post procedure.